Event description:
It was reported that a spectrum pump that was programmed to deliver 79.8 ml of protonix at a rate of 10 ml/hr. However, the entire container was delivered over a period of 1 hour and 45 minutes. It was reported the patient was monitored and there was no patient injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.